Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited farfield oversensing. The health care professional (hcp) wanted to review the atrial tachy response (atr) episodes and queried about making programming adjustments. This device remains in service. No adverse patient effects were reported.